Event description:
1st device [this pr]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [2nd pr created for the following]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr created for the following]: pigtail of one zebd-7-10/ lot# unknown was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot #c1609172 was returned to cirl for evaluation open in its original packaging. Pr282752 and pr282755 are linked this investigation. Both additional investigations involve an additional kinked stent in the procedure of rpn zebd-7-7 and zebd-7-10 respectfully. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22th november 2019. A kink was observed at the 2nd and 5th portholes on the pigtail. A perforation was noted on the 5th porthole on the tapered end. A 0.035-inch wire guide does not pass the kinks. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1609172 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1609172. It should be noted that the instructions for use (ifu0045-6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
1st device [this pr]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [2nd pr created for the following]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr created for the following]: pigtail of one zebd-7-10/ lot# unknown was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported. Updated with lot# for the third device ((B)(6) 2019, (B)(6)): 1st device [this pr]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [2nd pr created for the following]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr created for the following]: pigtail of one zebd-7-10/ lot# c1632925 was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
1st device [this pr]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [2nd pr created for the following]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr created for the following]: pigtail of one zebd-7-10/ lot# unknown was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported. <updated with lot# for the third device (6/nov/2019, (B)(6))>: 1st device [this pr]: pigtail of one zebd-7-7/ lot# c1609172 was straightened with a straightener, but a wire guide (olympus/ vigiglide 0.025inch) could not be advanced through the pigtail due to kinks. The device was replaced with another zebd-7-7/ lot# unknown (= the 2nd device below). 2nd device [2nd pr created for the following]: the user attempted to use one zebd-7-7/ lot# unknown though, the pigtail became kinked. The device was replaced with another zebd-7-10/ lot# unknown (= the 3rd device below). 3rd device [3rd pr created for the following]: pigtail of one zebd-7-10/ lot# c1632925 was straightened with a straightener, but the wire guide could not be advanced through the pigtail due to kinks. Since the pigtail of the 2nd device was less kinked, the user decided to use the 2nd device and placed it in the bile duct to complete the procedure. There have been no adverse effects to the patient reported.